Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of this 29 millimeter (mm) transcatheter bioprosthetic valve, the patient¿s native aortic annulus perimeter was 80.3 mm and the native leaflets had mild to moderate calcification. A pre-dilation was not performed. During the initial deployment via the delivery catheter system (dcs) the valve dove into the left ventricular outflow tract (lvot). Rapid pacing utilized and a systolic pressure around 80 millimeters of mercury (mmhg) presented. The valve was recaptured. A second attempt at a higher starting position was performed but the valve dove into the lvot again. The depth at 80% deployment was approximately 15mm on the non-coronary cusp (ncc). The valve was recaptured. With the third attempt, the valve appeared to maintain a higher position for longer but ultimately dislodged down once at 80% deployment. The valve was recaptured and a fourth attempt at a higher starting position was performed with the same result. The valve was recaptured, and a fifth attempt was performed. The physician¿s elected to deploy the valve deep. The patient¿s pressures were reported as low. An aortogram demonstrated moderate to severe paravalvular leak (pvl) which appeared to originate more from the left side and at a position above where the skirt would be on the transcatheter valve. The pvl was not tolerated and inotropic support, cardiopulmonary resuscitation (CPR), and intubation were required due to cardiac arrest. Subsequently, an additional valve, a non-medtronic 26 mm transcatheter valve, was then also deployed at the annular level inside the medtronic valve. An angiogram showed no pvl nor regurgitation and the pressures stabilized. An electrocardiogram (ECG) identified bradycardia and complete heart block (chb) and a temporary pacing wire was placed. The patient was extubated, regained consciousness without cognitive deficit and remained stable. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a permanent pacemaker was implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that the bradycardia became apparent after final release of the valve, as the rapid pacer was turned down. This was also when the complete heart block was noted as the underlying rhythm. It was reported that no additional treatment was performed once the patient was extubated shortly following the procedure. The temporary pacing wire remained in-situ in the post operative recovery ward. No additional adverse patient effects were reported. Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of this 29 millimeter (mm) transcatheter bioprosthetic valve, the patient¿s native aortic annulus perimeter was 80.3 mm and the native leaflets had mild to moderate calcification. A pre-dilation was not performed. During the initial deployment via the delivery catheter system (dcs) the valve dove into the left ventricular outflow tract (lvot). Rapid pacing utilized and a systolic pressure around 80 millimeters of mercury (mmhg) presented. The valve was recaptured. A second attempt at a higher starting position was performed but the valve dove into the lvot again. The depth at 80% deployment was approximately 15mm on the non-coronary cusp (ncc). The valve was recaptured. With the third attempt, the valve appeared to maintain a higher position for longer but ultimately dislodged down once at 80% deployment. The valve was recaptured and a fourth attempt at a higher starting position was performed with the same result. The valve was recaptured, and a fifth attempt was performed. The physician¿s elected to deploy the valve deep. The patient¿s pressures were reported as low. An aortogram demonstrated moderate to severe paravalvular leak (pvl) which appeared to originate more from the left side and at a position above where the skirt would be on the transcatheter valve. The pvl was not tolerated and inotropic support, cardiopulmonary resuscitation (CPR), and intubation were required due to cardiac arrest. Subsequently, an additional valve, a non-medtronic 26 mm transcatheter valve, was then also deployed at the annular level inside the medtronic valve. An angiogram showed no pvl nor regurgitation and the pressures stabilized. An electrocardiogram (ECG) identified bradycardia and complete heart block (chb) and a temporary pacing wire was placed. The patient was extubated, regained consciousness without cognitive deficit and remained stable. No additional adverse patient effects were reported. Additional information was received which reported that the bradycardia became apparent after final release of the valve, as the rapid pacer was turned down. This was also when the complete heart block was noted as the underlying rhythm. It was reported that no additional treatment was performed once the patient was extubated shortly following the procedure. The temporary pacing wire remained in-situ in the post operative recovery ward. No additional adverse patient effects were reported. Additional information was received that a permanent pacemaker was implanted.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro plus delivery catheter system (dcs) product ID d-evprop23-29 lot 0010961455 use by date 2022-11-30 UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.